Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: you reported that the sled was dislodged from the reload cartridge and was free of assembly. Do you mean the metal pan? No. The plastic piece that drives forward and pushes the drivers and staples up. Intra-operative photo received. Based on the photographic evidence the event description can be confirmed. Unfortunately the root cause of the issue cannot be determined from the photograph. Hands on analysis of the cartridge may provide the evidence necessary to determine root cause.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one gst60b cartridge reload was returned with the one piece sled detached and unfired making it non functional. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. Furthermore the cartridge was inspected under magnification for staple presence and no missing staples were noted. No further testing was performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic right colectomy procedure; prior to loading the instrument, surgical technologist noted the sled was dislodged from the reload cartridge and was free of assembly. The procedure was completed using same like device. No adverse patient consequences were reported.